Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was currently 28 weeks pregnant and unable to turn device off as their programmer was stolen. Patient was experiencing shooting pain down left leg and can feel one of the lead may have migrated. They're also experiencing shocks from the wire. They were in fear this would affecting their baby. No falls, no cause known. New programmer sent to patient for next day delivery to shut the device off.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1t47v implanted: (B)(6)2019 product type lead product ID 3889-28 lot# va24wak implanted: (B)(6)2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) ubd: 19-jul-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(6), ubd: 26-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.